Event description:
A malfunction alarm was reported, identified as malf 12, with a fault ID available. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appears again, which the customer acknowledged and understood.